Manufacturer narrative:
This report is currently undergoing investigation, as add'l info is rec'd a supplemental report will be issued.

Event description:
On (B)(6)2013, a peritoneal dialysis (pd) pt's nurse called technical support (ts) to report that the pt was experiencing repeat drain complication alarms during treatment. The cycler's alarm history, which was downloaded by ts, confirmed the pt's treatment was interrupted with several drain complication alarms. Ts also downloaded the pt's pd treatment data which detailed a drain of 186% in drain 1. The pt is currently able to complete treatment with no report of add'l complications.